Manufacturer narrative:
An investigation is underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "syringe needle broke off in his stomach."